Event description:
It was reported that the patient presented in-clinic for a scheduled device replacement surgery. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited crosstalk. Venogram was performed and confirmed both right-atrial (ra) and the rv lead had dislodged. As a resolution the ra and the rv leads were repositioned on (B)(6) 2025. The patient was recovering.